Manufacturer narrative:
Updated field: b4, e1- (site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation finding, component codes, investigation conclusions), h10.

Manufacturer narrative:
Testing of actual/suspected device(10): the getinge field service engineer (fse) evaluated the unit during the pm. The fse replaced the color video receiver pcb. This resolved the reported event. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) was displaying a white screen. There was no patient involved and no serious injury or adverse event reported.